Event description:
The advocate stated that he opened a new carton containing 2 bottles of test strips and noticed the cap was open on one of the bottles. The test strips had not been used, so no adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.